Manufacturer narrative:
Additional information was received that the lead contacts were not dislodge. Computed tomography scan results showed lead had migrated slightly off the right and patient could not feel stimulation. It was also reported that the patient has no signs of infection. The patient will undergo lead revision.

Event description:
A report was received that the patient's lead was believed to have dislodged, the lead site had a lump and was tender to the touch. The physician was not sure if there was an infection.

Event description:
A report was received that the patient¿s lead was believed to have dislodge, the lead site had a lump and was tender to the touch. The physician was not sure if there was an infection.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4) description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient&#38112;lead was believed to have dislodge, the lead site had a lump and was tender to the touch. The physician was not sure if there was an infection.